Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable, damaged cable/wires exposed) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken power ground wire in the trunk cable. The root cause for the broken wire was excessive force no adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable/exposed wires and was receiving a service code 204 (belt/monitor unusable).